Event description:
The customer reported via phone call that she currently had a high blood glucose of 436 mg/dl. Customer's blood glucose was 247 mg/dl at the time of the incident. Customer changed the entire infusion set but her blood glucose was still in the 400's mg/dl. Customer treated through the pump. Customer stated that her blood glucose was up to 561 mg/dl. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that she had a very important call and she will return the call to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.